Event description:
The olympus representative reported on behalf of the customer, the user thought someone bumped into the soltive pro superpulsed laser system causing the new 200 micron tfl single use fiber to break and caused a fire in the laser system. The issue occurred during a therapeutic procedure. No patient injury was reported. This complaint is related to patient identifier; (B)(6) (soltive pro superpulsed laser system, tfl-pls).

Manufacturer narrative:
In speaking with olympus technical support via the phone, no troubleshooting was performed. The olympus representative was provided a return material authorization (RMA) number for the return of the device. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to correct sections b3, e1, e2, e3, and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the fiber body has been completely burnt off from the connector. There is evidence of burning on the end of the fiber body that was connected to the strain relief. There were slight signs of use at the distal end and most of the distal tip has appeared to have burnt back. The mid-section of the fiber body does not have any visual physical damage/ defects. The proximal handle has the proximal cap on. There is clear evidence of burning near the strain relief and portions of the strain relief are blackened by the burning/ smoke. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the broken fiber and burn/melting at the strain relief occurred due to mishandling of the fiber by the user. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.